Event description:
Customer reported that the system is arcing and is not booting up.

Manufacturer narrative:
The ge svc rep examined the error logs and examined the high voltage connectors at the tube end and found evidence of carbon tracings. He cleaned and regreased the high voltage cables, and verified no further arcing problems exists. He also examined the error logs and found several times the system boot up process stalled. He erased the ffb, srv and gen flash, then rebuilt the nodes. He reloaded the system software, restored all cal files as specified in the svc manual, rebooted the system several times and verified no further boot up problems exist. The rep checked overall operation and verified the system performs as intended.